Event description:
New information received indicates that the device exhibited a bluetooth timeout issue. The device was re-interrogated and was then able to pair.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was reported. No patient consequences were reported.